Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, customer reported that the pump battery was depleting quickly. The customer's blood glucose was 80-190 mg/dl. During troubleshooting with tandem technical support, pertaining to unresponsive touchscreen issue, the pump was functioning as intended. Multiple attempts were made to follow up with the customer regarding customer's report of pump battery's rapid depletion issue; however, no response from the customer was received.